Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the clip could not be fully fed into the jaws at the firing on the blood vessel. Then, the trigger did not return to home position after firing. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the device seemed not to function well with a competitor's trocar.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: was user ever able to open trigger (return trigger to home position)? How did device not function well when used with competitor's trocar?

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed nine conforming clips; it should be noted that after each firing, the trigger returned to the home position without any difficulties. In addition the device locked out as intended; however, the orange indicator wheel was found to be under-traveled. No conclusion could be reached as to what may have caused the reported incident.